Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a trilogy ventilator failed to charge its internal battery. The device was not in patient use. Repeated attempts to have the components returned for evaluation and investigation were unsuccessful. The reporting facility confirmed the internal battery is no longer available for evaluation. The manufacturer is submitting a final report at this time.